Event description:
The customer indicated that the device will not charge. No pt involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failures were confirmed and the cause was due to a cable that became disconnected from its connector. Reinsertion of the cable into its connector resolved the issue. After cable replacement, the device passed testing and returned to the customer.